Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk.

Event description:
It was reported that during an unknown procedure; the device was inserted and used appropriately. When it came to fire the staple gun, the safety latch was taken off and the handles were squeezed together, but it did not fire. It is unknown how the procedure was completed. There were no adverse patient consequences reported. The device will not be returned.

Manufacturer narrative:
(B)(4). Additional information: batch # l54t8f. Additional information received: "I am actually currently in the hospital and have spoken with the theatre sister. The surgeon was miss (B)(6), it was a low anterior resection. Miss (B)(6) is operating tomorrow and I will go and see her to find out about the patient. However, the nurse I spoke to said that the patient was fine, didn¿t require a stoma because the anastomosis was over sewn to be completely sure."